Event description:
Information received by medtronic indicated that the insulin pump showed an insulin pump error twice. Customer was able to clear the alarm and also complete insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 pump alarmed pump error 23. Pump passed self test and displacement test. No pump error 23 noted during test. Unit successfully downloaded to thumps. Verified in pump alarmed pump error 23 at (B)(6) 2021 14:03:11.000 in pump downloaded history due to insulin delivery stop due to pump alarming pump error 15. Pump error 15 alarm ((B)(4)) is found in the formatted history file on (B)(6) 2021 14:03:09.000 due to a moisture damage to pcb1 board and pcb2 board as per global logic analysis ((B)(4)). No moisture damage noted on motor assembly during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. No pump error 23 noted during test. Verified in pump alarmed pump error 23 at (B)(6) 2021 14:03:11.000 in pump downloaded history due to insulin delivery stop due to pump alarming pump error 15. Pump error 15 alarm ((B)(4)) is found in the formatted history file on (B)(6) 2021 14:03:09.000 due to a moisture damage to pcb1 board and pcb2 board as per global logic analysis ((B)(4)). (B)(4).